Manufacturer narrative:
Additional information was received on 9/4/2019 indicating the complaint device was a non-mentor product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified procedure with mentor cpx 2 breast tissue expanders 350cc and experienced sickness, loss of movement on the right side, neck pain, back pain, and deflation on the right side. The deflation was discovered during explantation on (B)(6) 2019. It is unknown which side each device corresponds to. This report has been defaulted to the right side. If additional information is received regarding device information, a supplemental will be submitted.